Event description:
Customer stated "throwing sparks at the switch" the product was approx. 13 years old when the incident occurred. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.